Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). One imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual inspection of the as returned product identified shows signs of wear from use about the collar and threads. The reported product was located on tooth # 46 (fdi) and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. The reported events could not be recreated due to the nature of the event (medical conditions). DHR review was completed for the subject lot number 1226411. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (1226411) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported events are non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that after implant placement, while placing the cover screw, the implant inserted deeper into the bone ( 10 mm to the ridge) until the implant ended up leaning on the dental nerve. Patient was rescheduled for new implant placement after bone regeneration.